Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer encountered that the universal surgical manipulator was swinging freely. Despite this, the customer continued with the procedure using the same system. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified post-anesthesia and ports were placed and the customer was docking the robot usms to the trocars. Usm1 freely drifted for longer than expected after positioning the usm. The usm was moved left in preparation for docking to the trocar, surgeon let go of the usm (took fingers off the clutch) and it freely drifted left to the end of its range of motion before stopping. This was before the usm was docked to the trocar. The issue did not occur with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. No shakiness and/or friction was experienced/observed. No instrument-to-instrument or system arm-to-arm interference was observed, and no external collisions were observed. No injury to the patient was observed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was not able to reproduce the reported issue. The system was verified and ready to use.